Manufacturer narrative:
(B)(4).

Event description:
The customer was receiving multiple sample alarms and received questionable results for multiple assays for two patient samples. Of the data provided, only the crej2 creatinine jaffé gen.2 result for one patient was reported outside the laboratory. The initial testing gave no numeric result but an alarm indicated the sample was short. The repeat result was 0.2 mg/dl with a data flag and was reported outside the laboratory to the doctor. The doctor requested that the sample be repeated and the result was 1.5 mg/dl with a data flag. This result was believed to be correct and a corrected report was issued. Information concerning if the patient was adversely affected was requested, but the customer did not know. No adverse event was reported. The reagent lot number was 17413101 with an expiration date of 05/31/2018. The field service representative could not find a cause. He ran precision testing and all results were within specification. He replaced the sample probe as a precaution. The customer ran successful calibration and qc without errors. After probe replacement, water leaked into sample mechanism, so he replaced the sample mechanism. The customer ran successful calibration and qc without errors.

Manufacturer narrative:
Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a workaround for this issue is being provided to customers to implement until their new probes are received.